Manufacturer narrative:
A physio-control field service representative evaluated the device; however the reported malfunction could not be verified. No failure of the device was found. A clinical review of the reported event determined that insufficient info was provided to physio-control to determined if the use of the device impacted the pt's outcome. No event record was available for review, and based on the lack of clinical data provided, no determination can be made regarding the accuracy of the lifepak 20 devices assessment of type and quality of the pt's cardiac rhythm, nor can an eval be made regarding the pt's clinical response to any therapy delivered for a reported dysrhythmia without the ECG records. The root cause of the reported failure could not be determined at this time.

Event description:
It was reported that a pt was placed on a tele monitor and became unresponsive. The pt was then put onto the lifepak 20 device while still attached to the tele monitor. It was stated by hospital's personnel that the lifepak 20 device displayed bradycardia. Thus the atropine was given to the pt. Tele 24 hr disclosure later revealed bigeminy, af, raf, and polymorphic vt. The doctor confirmed tele to be accurate, questioning the reliability of the lifepak 20 device. The pt was admitted and diagnosed with chf. The pt expired approximately 10 minutes after the incident. A simulator was placed onto the tele transmitter and the lifepak 20 device, and both found to be functioning properly. There was a question as to the possibility that the upper limb leads were reversed during the code. The customer later clarified that the issue was not with the rhythm, but only with the heart rate. It was indicated that it displayed a lower heart rate than would be counted or heard with an stethoscope.